Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose with blood glucose of 19 mg/dl at the time of the incident. The customer was at 122 mg/dl at the time of the call. The caller did not mention how the customer was treated. The caller did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer's transmitter was not connecting to the pump. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Additional information has been added to section b5, that was not included in the initial report. A harm code has also been added in section h6. In addition, follow up number 2 was created by mistake with the same information as follow up number 1. Please disregard follow up number 2.

Event description:
It was reported via phone call that the customer's father had to wake her up as she was unresponsive and unconscious prior to being taken to the hospital for low blood glucose levels.